Event description:
It was reported that the customer was hospitalized due to high blood glucose of 329 mg/dl. It was stated that the customer was experiencing chest pain. Troubleshooting was performed. The programming, time, and date were correct. Ran a fixed prime and the insulin exited. The customer had a tubing clamp, but she does not have another infusion set to continue testing at time of call. No further info was provided.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.